Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, inappropriate auto mode switches (ams) due to noise oversensing on the atrial lead were observed. No intervention was made. The patient¿s condition was stable.